Event description:
It was reported that pump declared an alarm during pumping, and issue did not cause customer¿s blood glucose level to exceed 500 mg/dl. Customer opted for multi-dose injection therapy as backup, and technical support arranged to replace pump after confirming shipping address and instructing customer on storage mode and return process.